Manufacturer narrative:
Product event summary: at analysis it was noted that the device passed its incoming test on the automated test console however its battery contacts were contaminated, its upper and lower cases were broken, there was internal rattling and the bail, ring attachments and high rate cover were missing. Per customer request the device was returned to them unrepaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's case was broken. It was additionally noted that this occurred prior to the procedure. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.